Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was kinked and twisted near the lap joint section. The guidewire exit port was lifted and the distal section of the tip was damaged. Impedance testing showed an electrical open at the proximal end of the catheter, 110-120 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 7mar2025. It was reported that a catheter issue occurred. The 80% stenosed, 24 x 3.00 mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the device was delivered, resistance was encountered, and the image was blurred. When the device was withdrawn, it was found to be bent. The procedure was completed with another of the same device. The patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was kinked and twisted near the lap joint section. The guidewire exit port was lifted and the distal section of the tip was damaged. Impedance testing showed an electrical open at the proximal end of the catheter, 110-120 cm from the distal housing. H6 evaluation conclusion codes: corrected

Event description:
Reportable based on device analysis completed on 17mar2025. It was reported that a catheter issue occurred. The 80% stenosed, 24 x 3.00 mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the device was delivered, resistance was encountered, and the image was blurred. When the device was withdrawn, it was found to be bent. The procedure was completed with another of the same device. The patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.